Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (b)(64). Event occurred in finland. It was reported that patient faced infusion set fell off and tape not sticking event on (B)(6) 2024. The infusion set fell off during night. No further information available.